Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during the deployment of an endoscopic nasobiliary drainage tube (enbd) on (B)(6) 2010. According to the complainant, when the physician tried to deploy the enbd tube in the bile duct, the tip of the guidewire detached. They retrieved the tip of the guidewire by using a forceps. The enbd tube was successfully implanted using another dreamwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Non-surgical medical intervention was performed to remove the detached tip from the common bile duct. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.